Manufacturer narrative:
Software issue.

Event description:
The customer reported the spo2 waveform is flat. It was reported by the customer that, their spo2 will have a number on the screen but there will be a flat line on the switch screen. According to the customer, macros have been confirmed and this issue occurs with disposable and reusable finger probes. No adverse event involving a patient or user was reported by the customer.